Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who underwent primary breast augmentation with two unspecified mentor smooth saline breast prostheses, suffered spontaneous right breast implant deflation, post-procedure. Deflation was diagnosed by the patient when they woke up and noticed the breast was flatter. Physical examination was also done by the healthcare professional. As a result, the patient was scheduled for implant explantation surgery and replacement with an unspecified mentor saline implant on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual evaluation an area of missing material was observed on the anterior view, measuring approximately 5.0 x 6.0 cm. Microscopic examination was performed and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. A second product was received. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).